Event description:
A cadd pump was hooked up to a patient with a bag of fentanyl loaded. The nurse noticed that the lock was ajar and upon touching it, the lock fell off to the ground, leaving the fentanyl bag within reach of the patient. The patient was not aware that this was open, and was monitored for respiratory depression and sedation, of which there was none. The medication was reloaded into a functioning machine, and the broken machine was red tagged and sent to clinical engineering. Manufacturer response for infusion pump, cadd pump (per site reporter): hello, we have determined that part of the lock assembly with the cadd lock boxes has a component that was weakened and is causing the locks to break. We have identified the part and have replaced it with a more robust component. Smith's medical will replace any broken lock with a replacement kit by emailing or calling the number below. The kit will replace the entire lock assembly and resolve this situation. (B)(4).